Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d)(h135) was explanted. There were no allegations against the device. However, upon initial analysis, the device did not meet longevity criteria. This cardiac resynchronization therapy defibrillator (crt-d) h215) was explanted 6 weeks post implant due to noise on the non-guidant right ventricular transvenous defibrillation lead. During a lead revision, it was not possible to recreate the noise. The leads were detached from the header and when reattached, the noise was again observed. The decision was made to replace the device. The new device does not exhibit noise.